Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert occurred before issue began while pump was connected with tandem charging cable and third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump began charging. Customer confirmed that the pump began to charge after leaving it plugged into a power source. Customer continued using the pump for insulin therapy.